Event description:
The hook, verity, nerve, ti handle, 2.0 mm blunt tip, ss shaft, 7 1/4 in, part # 80-1532 made by aspen surgical broke off in the patient during spinal surgery. It is the 2nd hook to break within one week. The piece was retrieved, so there was no patient harm, just a product defect.